Manufacturer narrative:
Retention and returned devices were tested with hcg-negative clinical urine samples and low-hcg standards (2 miu/ml). Results were read at 5 and 6 minutes and all devices yielded expected negative results. No false positive results were observed. Manufacturing batch record review did not uncover any abnormalities and found that the lot met quality control specifications. The patient sample was tested with retention devices and a returned device from the complaint lot. Results were read at 5 minutes and all devices yielded positive results with faint test lines. The patient sample was also tested with retention devices from an alternate lot. Results were read at 5 minutes and again, all devices yielded positive results with faint test lines. Quantitative hcg analysis of the sample was performed. The mean of the results for the urine sample was 7.0 miu/ml. This is near the threshold of 10 miu/ml for this device and sample type. When testing samples with hcg-concentrations near cut-off, some positive results may occur. Please note, this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated. Complaints are tracked and trended on a monthly basis.

Manufacturer narrative:
Investigation pending.

Event description:
It was reported that the patient presented to the facility for back pain. The patient's serum was tested x2 on the cardinal health rapid test hcg combo test and produced a positive result x2. The same serum sample was sent to the lab for confirmatory testing and produced a beta quant 4.88 miu/ml. No treatment was provided or withheld based on result. No further information would be available. Troubleshooting was conducted with the customer. The customer was advised on possible causes for unexpected results, focusing on proper sampling technique, patient specific factors, and storage conditions per the package insert.